Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming no delivery. Device alarmed once during bolus and twice during prime. The buttons on the device are hard to push. Customer primed the device again and it hasn't alarmed since. Customer's blood glucose was 434 mg/dl and customer was not sure why. Customer was advised to do a fixed prime and insulin did exit. Customer was unable to take out the site due to not having an extra infusion set. Customer was advised issues might be due to a bent cannula. Device will be replaced for keypad anomaly. No further information reported.